Event description:
The customer reported via phone call that the insulin pump froze, and after changing the battery she received a failed battery test. Customer reported that she changed the battery again and received a button error alarm. The customer confirmed that the insulin pump had recently been exposed to sweat. Blood glucose level at the time of the incident was over 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no frozen display, no button error alarm; all of the buttons functioned properly however, the insulin pump has moisture on the keypad traces. The insulin pump powered up properly, no failed battery test alarm noted during our testing. The operating currents are within specification. The insulin pump passed displacement test and self test. The insulin pump has cracked reservoir tube, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.